Manufacturer narrative:
Information references the main component of the system, other relevant devices are: catalogue # etlw1616c82ee; catalogue # etlw1616c124ee; catalogue # etlw1616c93ee; catalogue # etlw1616c82ee; catalogue # etlw1613c124ee.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient developed abdominal pain, constipation, and vomiting. The patient was admitted to the hospital and given medication. This reportedly resolved the event. The physician investigator assessed the event relationship to be uncertain. No additional clinical sequelae were reported and the patient is fine.